Event description:
It was reported when using the tube sst plh 13x75 3.5 plbl gold br blood specimen collection device, the device experienced poor barrier separation of sample. This event occurred 8 times. The following information was provided by the initial reporter. The customer stated: customer reports that after centrifugation of the samples, the barrier is not separating properly, and some tubes present fibrin after centrifugation. The bd rep believes that the issue reported by customer is not related to issues with the tube, mas with the time for clotting, centrifuge settings and too high temperature.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the tube sst plh 13x75 3.5 plbl gold br blood specimen collection device, the device experienced poor barrier separation of sample. This event occurred 8 times. The following information was provided by the initial reporter. The customer stated: customer reports that after centrifugation of the samples, the barrier is not separating properly, and some tubes present fibrin after centrifugation. The bd rep believes that the issue reported by customer is not related to issues with the tube, mas with the time for clotting, centrifuge settings and too high temperature.

Manufacturer narrative:
H6: investigation summary bd had not received samples, but 5 photos were provided for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation, fibrin, and hemolysis was observed. It was also possible to observe the presence of additive in the area above the sample. Because of the presence above the sample it is possible to conclude that the additive was not properly mixed to the sample. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for poor barrier separation, fibrin, and hemolysis was not observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure, poor barrier separation, fibrin, and hemolysis because the defect was not evident in the testing of the complaint lot samples. Replicates of both retain and control samples tested, demonstrated clinically acceptable performance for all visual observations evaluated. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor barrier separation, fibrin, and hemolysis based on photos only. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.